Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl. Customer current blood glucose level was 312 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provided any information about the symptoms due to high blood glucose. Customer was performed displacement test and self test and it was passed. Customer alleged insulin pump was under delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.